Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube approximately 1.8250 inches from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. A review of the photo associated with this event has been performed by failure analysis engineer. The following additional information was provided: it appears that the proximal clevis has dislodged at the main tube. The monopolar curved scissors was also returned. Fa found the instrument had blade damage. Both of the blade edges were indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. Common causes of the failure mode are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was bent as the prograsp forceps and monopolar curved scissors (mcs) instrument collided. The mcs instrument's tip became slightly dull, and the prograsp instrument was damaged. After replacing the instruments, the surgery proceeded. There were no injuries or complications for the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred at the distal end of the instrument that enters the patient. It is unclear if any piece from the distal end detached or broke off, as reference was made to a photo. There was no need to increase the port incision to remove the instrument and cannula, and no additional ports were placed. The customer did not answer any additional questions.